Event description:
The consumer reported her child inhaled "white dust" emitted by the humidifier and it caused breathing difficulties. The child was taken to a doctor for treatment. The "white dust" from the humidifiers is caused by the minerals in the consumers water precipitating out of the water vapor. It is not a product defect.